Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the guidewire was observed to be broken and protruding from the coiled wire, which was observed to be unraveled, and the distal end of the guidewire was observed to be knotted, with the knot about 2 mm proximal to the distal tip. A microscopic observation revealed the coils of the section of the guidewire that was knotted were disjointed and kinked, and the core wire could be seen between the coils in this section. The coiled wire was observed to be severely unraveled just proximal to the knot, but not broken. The weld tip was observed to be present and intact and the coiled wire distal to the knot was observed to not be unraveled. The break sites of the core wire were observed to be tapered and flat with a granular surface texture, which is indicative of tensile failure due to excessive pulling force. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that "during a piccline fitting procedure, when removing the "leader guide" a strange feeling of "non-fluidity" of the movement is felt - impossible to remove the guide. We call the referring doctor who arrives promptly. In his presence, it is decided to gently pull on the guide and to trust the sensations felt at the fingertips. During this "repair" the guide began to "untwist" and therefore to be refined and weakened. After a few minutes and a few gentle maneuvers, the guide locks completely and raises the skin. We then feel a small "ball" under the skin. It was decided to enlarge the speckle then we pull the guide gently, we pinch under this ball in order to retain the inner part in the event of a breakage of the leader guide. The guide finally comes out and there is then a knot at the distal end of the guide. The device a priori the air intact, however in agreement with the referring doctor, a radio control of the arm and lungs is requested in search of a metallic object. The radio will not find any trace of "residue". The patient was kept informed throughout the process and subsequently informed of the non-serious or impactful resolution of this issue. During the puncture and withdrawal of the puncture needle, the vygon needle guide became dislocated which could damage the core of the guide leader. Another device could be placed in another vein without any difficulty. Consequences: increased pause time, intervention by the referring physician, subcutaneous hematoma next to the puncture."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reew0674 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "during a piccline fitting procedure, when removing the "leader guide" a strange feeling of "non-fluidity" of the movement is felt - impossible to remove the guide. We call the referring doctor who arrives promptly. In his presence, it is decided to gently pull on the guide and to trust the sensations felt at the fingertips. During this "repair" the guide began to "untwist" and therefore to be refined and weakened. After a few minutes and a few gentle maneuvers, the guide locks completely and raises the skin. We then feel a small "ball" under the skin. It was decided to enlarge the speckle then we pull the guide gently, we pinch under this ball in order to retain the inner part in the event of a breakage of the leader guide. The guide finally comes out and there is then a knot at the distal end of the guide. The device a priori the air intact, however in agreement with the referring doctor, a radio control of the arm and lungs is requested in search of a metallic object. The radio will not find any trace of "residue". The patient was kept informed throughout the process and subsequently informed of the non-serious or impactful resolution of this issue. During the puncture and withdrawal of the puncture needle, the vygon needle guide became dislocated which could damage the core of the guide leader. Another device could be placed in another vein without any difficulty. Consequences: increased pause time, intervention by the referring physician, subcutaneous hematoma next to the puncture."